Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had low impedance on the rv coil. The lead remains in use and will continue to be monitored remotely. No patient complications have been reported as a result of this event.